Event description:
Two pts experienced reactions to first use of this type of dialyzer. On 9/16/94, pt developed back pain 15 minutes into treatment with a first use dialyzer. On 9/9/94, the pt also complained of back pain but at the time the pt told the rptr that he also had the pain at home so the rptr did not think much of it. His vital signs were normal. A first use dialyzer was being used. This pt had been using this type of dialyzer for several months. He was changed to a cellulose acetate dialyzer and has had no further problems. The rptr stated that 85 to 90% of the pts at the facility use this dialyzer. (Also see 1003527.)